Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the pump was exhibiting an unspecified problem with the time and date keeping. There was no allegation of an adverse event. This complaint is being reported based on the allegation that the pump is not properly maintaining the time and date.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/18/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings: a time keeping accuracy test was performed on the pump and the pump was found to be maintaining time accurately for a 5 day duration. The pump battery was removed for one hour and the pump time and date returned to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.